Event description:
This lead exhibited total loss of capture and sensing. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed a deformation of the svc shock coil which was most likely caused by pulling forces applied during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.